Manufacturer narrative:
B4:(B)(6)2021. The field service engineer replaced the front bezel to resolve the issue. The device passed functionality testing and was returned to service.

Manufacturer narrative:
The device was not in use at the time of the event. There was no report of patient or user harm/impact.

Event description:
It was reported to philips that the device had a navigation ring that was not working. The device was not in use at the time of the event. There was no report of patient or user harm/impact. The customer requested that a philips field service engineer (fse) be dispatched to the customer site to provide additional assistance.

Manufacturer narrative:
B4:20sep2021. The user interface (ui) front bezel assembly was returned for failure investigation. The ui front bezel assembly with the new nav ring was tested. The nav-ring potentiometer pre-load and resistance measurement test failed. Contamination buildups were found on the rotary adjustment assembly (navring) matrix that causes the navring not functioning.